Event description:
It was reported that, the ventilator failed to pass the power on self tests (post). There was no patient involvement. Although requested, we were unable to confirm if a procedure was being performed at the time of the event. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer biomedical engineer (be) evaluated the ventilator, and the verified the reported malfunction. The be determined the issue to be a breath delivery unit (bdu) malfunction, which was cleaned and no parts were required to be replaced. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.